Manufacturer narrative:
Upon review of the device history records for the serial number, (B)(4), it was determined that the device was manufactured on 11/06/2013 and the one (1) year warranty period has expired. As the device is at the end of its useful life and no repairs are available for the video baton, the customer elected to replace the glidescope video baton 3-4. The video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, an intermittent image was experienced. Reportedly the biomedical engineer isolated the issue to the video baton. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.